Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treated with manual insulin. It was unknown if the customer was using auto mode or not at the time of incident and had bent cannula. Troubleshooting was performed. No further patient complications were reported. Product will not be returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.